Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation(s) found unrelated to the reported complaint included: the instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, section of the active electrode (grip) was exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument failed an electrical continuity test on 3 out of 3 attempts. Energy could not be tested due to broken grip cable.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have broken or loose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and it was stated that no additional information was available.